Event description:
International distributor contacted dexcom technical support on (B)(6) 2012. Pt reported an allergic reaction to sensor adhesive developing during the use of last 3 sensors. On the first of the three sensors, pt reports experiencing slight redness of skin. On the third sensor, pt reports experiencing that her skin on multiple parts of her body is red and swollen, with pustules. Pt went to dermatologist and was prescribed cortisone tablets.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.